Event description:
It was reported that a malfunction occurred on the pump, but there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur, and the customer was informed they could continue to use the pump and should call back if any issues return.